Manufacturer narrative:
The reported event of lead noise was confirmed by analysis. As received, a complete lead was returned in four pieces for analysis. Final analysis revealed an abrasion in the insulation that breached the lumen of the superior vena cava cable, affecting both cables. Electrical tests identified a short circuit between the ring electrode cables and the right ventricular cables, as well as between the ring electrode cables and the superior vena cava cables. Destructive analysis showed an internal abrasion in the insulation breaching the ring electrode cable lumen, with the ethylene tetrafluoroethylene coating of one ring electrode abraded beneath the superior vena cava shock coil. The root cause of the reported issue was internal insulation abrasion beneath the superior vena cava shock coil.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was explanted and successfully replaced. The patient's status was unknown.